Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. The patient experienced inaccurate cgm values which occurred an unknown day after the sensor had been inserted in the arm. On 11/24/2024 the patient experienced hyperglycemia, the cgm readings on the dexcom app match what she was feeling at the time of the incident. The patient did not have a bgm at home. Although the cgm was reported inaccurate, there was no bg nor cgm reading reported. She tried to treat herself with insulin, but she felt so dizzy to the point she fainted. Her friend called an ambulance and she taken to the emergency room while she was unconscious. Because of that, the patient was unconscious from 11/24/2024 to 11/26/2024. She was transferred to the intensive care unit (ICU) for observation until she regains her consciousness on 11/26/2024. She was advised to stay in ICU for close observation until her readings normalized. There was no treatment documented. Of note, they checked her bg readings every 6 hours. The patient was discharged on 11/29/2024. At the time of the report the patient was normal. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information is available. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4).